Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2024, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that on 22/dec/2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue.